Event description:
It was reported that when using the pyxis anesthesia system the drawer 4 was failed. The customer stated that this malfunction occurred while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed. The field service engineer tested all components, sensors then reseated all cables, connections in the back and restarted the station to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.